Manufacturer narrative:
Vyaire complaint #: (B)(4). A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr  connected his test circuit, flow sensor, and diaphragm and tested the device. The passed all testing with no alarm conditions or malfunctions detected.

Event description:
The customer reported that their vela ventilator displayed an unresolved "xdcr fault" alarm. The customer reported that there was no patient involvement.